Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year and 8 months after the dental implant was installed in intraoral region #6, its loss of osseointegration was observed. Forty five ncm of primary stability was achieved and the patient presented bone type iii.